Event description:
A distributor in france reported that a customer's pump failed to detect the cartridge, classified as a cartridge change error. There was no available information regarding the customer's blood glucose values; hence, no adverse impact on the blood glucose level was reported. Subsequently, the customer decided not to return the pump, and no further corrective action was taken.